Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a check, episodes of nonsustained oversensing due to the device double-counting pvcs were observed. Programming changes were made. The device remains implanted.